Event description:
Customer stated that she is having a problem with her IV 3000 not sticking. Pt immediately replaced cannula, no sugar levels taken. Pt stable and did not experience any adverse reactions.

Manufacturer narrative:
Samples have not yet been received from the customer. Upon receipt of samples, they will be forwarded to the mfg site for eval. Investigation results will be submitted in a supplemental report.